Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy. Reportedly, after reloading the device, it would not fire. The procedure was converted to an open procedure.